Manufacturer narrative:
H10: two actual samples were received for evaluation. A visual inspection with the naked eye noted an incomplete heat seal bead on the tubing located at the patient connector of both samples. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to a leak between the incomplete heat seal bead and the patient connector causing the patient connector to separate from the tubing. The reported condition was verified for both samples. The cause of the condition was due to an incomplete rf (radio frequency) weld in the patient line welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak on the patient line of a homechoice cassette that led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.